Manufacturer narrative:
The patient was born on an unreported date in 1955. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was reported to be due to poor environment or source of water (not further specified). On the same day as onset, the patient was hospitalized due to the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes were not reported). Nineteen days after the date of onset, the treatment with antibiotics was discontinued and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.